Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A review of the device history record is pending at this time.

Event description:
The complaint/event involved a spiros¿ closed male luer that reportedly. It was reported that the spiros connector that was attached to primed chemotherapy cracked and resulted in a chemical spill while the nurses were hanging chemotherapy for a patient. There was no harm to the patient as a result of the complaint/event. This emdr reflects five occurrences of the same/similar event.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of cracks leading to a spill could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.